Manufacturer narrative:
(B)(4)

Event description:
Foreign patient contacted dexcom on (B)(6) 2016 on to report that on (B)(6) 2016, the patient's receiver displayed call tech support. At the time of contact, no injury or medical intervention was reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. The receiver log was downloaded and reviewed, no related errors were observed. The reported event of a hardware error was not confirmed. A root cause could not be determined.